Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. The patient stated they felt symptoms of having high blood sugar so they checked a finger stick and the value was 500 mg/dl. The patient's cgm was displaying 323 mg/dl during that time. The patient's family brought the patient to the emergency room (ER). The patient was treated with IV insulin. The hospital staff manually checked the patient's blood sugars for a couple hours and when the patient's bg was 170 mg/dl, they sent the patient home. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.